Event description:
It was reported that the pt underwent an incarcerated ventral hernia repair procedure in 2008. During this procedure the pt was placed under general anesthesia and the surgical mesh was used at the hernia site. The pt was then see two months later, and had a small open area in his mid incision with some small amount of chronic drainage. He has been prescribed bactrim ds intermittently. The pt was seen again for an office visit the following month. It was noted that the midline incision has two small open wounds. The upper wound is very shallow and requires no further packing. The tissue is pink and granulated well. The lower wound has an approx 1 cm tract superiorly with a scent amount of serous drainage. The pt was instructed to continue to pack the lower wound twice a day. The pt was on bactrim twice a day and will be for the next week. In 2008 the pt was seen again by the surgeon. There was no evidence of the superficial superior wound and only one wound in the midline that tracks somewhat less than a cm superiorly and is filled with pink, health, granulation tissue. On removing the dressing, there was a scant amount of fibrinous deposition. There is no erythema surrounding the wound and there is no drainage. The wound appears to be healing well. The pt was instructed to continue to pack the wound twice a day and continue on their current wound management.

Manufacturer narrative:
Date sent to the FDA: 08/28/2008. Wound dehiscence occurred - conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted. The same pt is represented in each medwatch. See 2210968-2008-00748 for the other medwatch.